Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the door would close but showed on the pendant that it was still open. Made adjustments to door switches to resolve this issue. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the gantry doors were having difficulties closing. There was no patient present. The representative found the slide door to gantry teflon tape bunched up in the track path causing stress on the door closing process. Replaced door to gantry tracks and door winch motor assembly and issue has been resolved.